Event description:
Reporter indicated a vns therapy pt underwent generator replacement surgery due to end of service. The generator was returned to the manufacturer. Generator analysis confirmed the end of service condition. The measured battery voltage of 1.335v is below the 2.2v low battery operation level specification, which indicates that the pulse generator had reached an end of service condition. However, the current consumption rate for the supply current pulsing (169.864ua, limits 80ua - 140ua), supply current 1ma (86.719ua, limits 25ua - 80ua), and supply current wait (61.387ua limits 5ua - 12ua) tests did not meet specification requirements. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition.